Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 182 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to corroded keypad trace. No button error alarm noted and no blinking numbers display anomaly noted. Unable to perform blood glucose meter test due to button keypad anomaly. The insulin pump has minor scratched display window and cracked reservoir tube lip.